Event description:
It was reported by a customer in the USA that an 840 ventilator graphic user interface (gui), central processing unit (cpu) was inoperative. There is no patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and verified the reported malfunction. The cse replaced the graphic user interface (gui) to breath delivery (bd) cable. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).